Manufacturer narrative:
The event date was estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18463. Patient leads were showing high impedances and were explanted/replaced on (B)(6) 2022. Therapy was restored following the operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.